Event description:
It was reported that during a superion indirect decompression implant procedure that the spacer implant was stripped. The implant was replaced with a new one and the procedure was completed successfully. The patient was noted to be doing fine post-operatively.

Manufacturer narrative:
The returned spacer was analyzed and revealed that the screw thread was severely stripped, and the spindle cap was completely sheared off from the implant body and was deformed. This damage to the spacer indicates failure was likely due to deployment against resistance, such as, bone, and or manipulation of the position of the device by gear shifting of the inserter.

Event description:
It was reported that during a superion indirect decompression implant procedure that the spacer implant was stripped. The implant was replaced with a new one and the procedure was completed successfully. The patient was noted to be doing fine post-operatively.